Event description:
Boston scientific received information that, during an implant procedure to implant this right ventricular (rv) lead, the patient twice experienced asystole and had to be resuscitated. An echocardiogram was performed, and it was reported the lead had perforated the patient's heart.

Manufacturer narrative:
No further patient effects were reported, and the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.